Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be established. Based on the investigation results, the cause of the white foreign objects observed in the air/water tube and air/water cylinder could not be determined. The most probable cause of the streak of flare observed in the image was most likely due to adhesive peeling around the light guide lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During the device analysis, the field service engineer identified white foreign objects in the air/water tube and air/water cylinder and also found that streak of flare appeared in the image. There was no patient involvement.